Event description:
Additional information was received that non-resorbable sutures were used when the device was implanted. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Additional information was received that x-rays confirmed low device placement. The cause of generator migration is unknown.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy. H6 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event.)

Event description:
It was reported that the patient could not feel their implant and was seen in office with high impedance >9000 ohms. X-rays suggested that the device might have migrated but the lead appeared to be attached. The patient has been referred to a surgeon. X-rays have not been reviewed by the manufacturer to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date. The reported high impedance is captured under manufacturing report number 1644487-2025-10834. Anything further received regarding high impedance will be reported in manufacturing report number 1644487-2025-10834.

Event description:
It was reported that the patient underwent a prophylactic battery replacement.